Event description:
A malfunction alarm with the code "malf 12" was reported by the customer, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with instructions on how to reset the pump and assisted in the process. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the issue happened again.